Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and noise reversions. The noise could be reproduced with arm movemenets. The device was reprogrammed and the lead remained implanted.